Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the display screen was found to be dim and discolored. Unrelated to the display issue, the keypad rubber was missing from the pump as well as the contrast button contact. The contrast keypad button was not working but the rest of the keypad buttons were functional. There was no evidence of contamination on any of the keypad button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 12/01/2014.